Event description:
A customer reported a malfunction on the pump, identified by a code that was resettable. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue arose.